Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ a review of depuy synthes (B)(4) device history records for manufacturing revealed no issues. Part number: 04.037.042s. Lot number: 9800768. Raw material number: 7775460. Manufacture date: 05/12/15. Expiration date: 2025-04-30. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision surgery of a trochanteric fixation nail advanced (tfna) occurred on (B)(6) 2015. The patient had a non-union at the area of the nail breakage. The nail broke at the helical blade hole in the nail. All hardware and fragments of the nail were successfully removed. It was noted that the fragments were difficult to remove, however, there was no surgical delay reported. The nail was originally implanted on (B)(6) 2015. The patient was revised to a total hip implant. This is report 1 of 1 for (B)(4).